Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the pt underwent a total hip replacement on (B) (6) 2006." It was further reported that, "due to loosening the pt was required to have revision surgery on (B) (6) 2007."